Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.